Event description:
Medtronic received information via literature review of a (B)(6) female with a history of transposition of the great arteries, ventricular septal defect, and pulmonary stenosis who underwent implant of two medtronic transcatheter pulmonary bioprosthetic valves. The first valve (model/serial not reported) exhibited a scaffold fracture, which was addressed by implant of the second valve (model/serial not reported). The timing of the fracture and intervention in relation to the implant are unknown. No additional adverse patient effects attributable to medtronic products were reported.

Manufacturer narrative:
(B)(4). Title: bacterial endocarditis manifesting as outflow tract obstruction in two patients implanted with percutaneous prosthetic pulmonary valves authors: nadia chaudhry-waterman, ba, lisa bergersen, md, and jonathan buber, md citation: canadian journal of cardiology ¿ 2015: 1.e1 - 1.e3 event date(s) unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Requests for additional information provided no further details. Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could not be identified.